Manufacturer narrative:
The pt death was originally reported on MFR report #2031702-2012-00120 for ventilator s/n (B)(4). Ventilator s/n (B)(4) was the ventilator that was connected to the pt when the first event occurred on (B)(6) 2012 where the pt was taken to the hospital but returned home on a different ventilator. It was later reported that the ventilator s/n (B)(4) was the ventilator that was actually connected to the pt when the pt incident occurred prior to the pt death on (B)(6) 2012.

Event description:
It was reported that on (B)(6) 2012, the pt's family stated that the ventilator's (s/n (B)(4)) high pressure alarm went off followed by the low pressure alarm. This happened continuously until the pt was removed and manually ventilated; 911 was called and the pt was transported to the emergency room. The ventilator was exchanged that day with s/n (B)(4). On (B)(6) 2012, the same alarm situation occurred. The pt was removed and manually ventilated; 911 was called and the pt was taken to the emergency room where he later coded and passed away.